Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited low out-of-range pacing impedance measurements less than 200 ohms on the right atrial (ra) channel. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range pacing impedance. Additionally, ra noise and oversensing were noted on the stored atrs. It was noted the ra lead is a non-boston scientific lead. Technical services (ts) was consulted and suggested checking the integrity of the lead. Ts suspected it was a lead issue. This pacemaker system remains in service and no adverse patient effects were reported.